Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. All available information was investigated and the reported difficulty grasping the leaflets and single leaflet device attachment (slda)appear to be related to patient morphology/ pathology. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat degenerative regurgitation (mr) with a grade of 4. There was no challenging anatomy noted. Leaflet assessment was performed and was good; however, grasping was difficult. After deployment of the clip, without issue, everything looked good; however, during preparation of the 2nd clip, it was observed that the first clip had detached from the anterior leaflet and remained attached to the posterior leaflet (slda). Mr grade returned to 4. Two additional clips were placed medial and lateral to the detached clip to stabilize the clip and reduce mr. 3 clips were implanted, reducing mr to grade 2. There was no reported adverse patient sequela or a clinically significant delay in the procedure. No additional information was provided.